Manufacturer narrative:
(B)(4). The device was discarded. The lot number is unknown, therefore a batch review will not be conducted. If additional information becomes available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) which occurred during dwell 3 of 4 was not confirmed due to a lack of a sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to the supply bag falling and disconnecting. The batch review was not performed because the lot number is unknown. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (s/e) 2240 that appeared on the home choice (hc) during patient use during the dwell 3/4. The home patient (hp) was connected at the time of the alarm and did not disconnect anytime prior. The hp states one of the bags was disconnected. The technical service representative (tsr) explained to the hp she would need to start over with new supplies. The hp was in dwell 3 of 4 and stated would dwell with her current solution then do a manual exchange to finish off in the morning. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance followed up with the hp concerning the air in line alarm. The hp stated that her supply bag fell and disconnected. The hp stated she felt she may not have connected the bag properly. The hp reported she just did manuals in the morning and since then has continued with therapy as usual. The hp stated that she had discarded the old supplies and could not provide any additional information about the lot number.